Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "not loud enough". Additionally, the customer reported a low blood glucose (bg) level in the 40-50 mg/dl range. Reportedly, the customer indicated that insulin needs have changed and the customer is very active. Low bg was treated by suspending insulin delivery. The customer declined to provide additional information regarding the "not loud enough" issue.